Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via medwatch number (B)(4) that the following incident occurred: during surgery a surefire scorpion (arthrex) needle broke and the small portion which broke off could not be found. A post-operative x-ray was taken to check for a foreign body in the patient. The x-ray was negative.